Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed, during device evaluation. That the light source¿s lamp does not light, due to a faulty power unit. There was no patient involvement.

Manufacturer narrative:
Updated fields: h3, h6, and h11. Corrected field: d9. This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation and available information, it is likely that the reported malfunction occurred due to a failure of the power supply unit. However, a definitive root cause could not be established. Olympus will continue to monitor field performance for this device